Manufacturer narrative:
Citation: said s, ashikhmina e, greason k. Do pericardial bioprostheses improve outcome of elderly patients undergoing aortic valve replacement? Ann thorac surg 2012;93:1868 ¿75 date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding a study performed to evaluate the late results of pericardial and porcine bioprosthetic valve types. The study population included 2,979 patients (predominantly male; mean age 77 &#6198; years), 394 of which were implanted with medtronic mosaic porcine valves and 215 of which were implanted with medtronic hancock modified orifice porcine valves. The study involved patients from multiple institutions between january 1993 and december 2007. Among all patients 121 deaths occurred; overall survival was 68%, 33%, and 21% at 5, 10 and 12 years, respectively. None of the deaths were attributed to medtronic product. Overall freedom from reoperation was 96%, 92%, and 90%, at 5, 10, and 12 years, respectively. The reason for explant was structural valve deterioration (svd) in 50 patients. None of the explants were attributed to medtronic product. Among the porcine valve group, which included both medtronic and non-medtronic products, these postoperative complications occurred: 418 new-onset atrial fibrillation, 119 prolonged mechanical ventilation, 57 bleeding events resulting in reoperation, and 25 incidents of pneumonia. No additional adverse patient effects associated with to medtronic products were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.